Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was completed but could not confirm the state failure. There are gouges and minor damage to the liner. The liner exhibits deep scratches/deformation on the ID and ID rim. A dimensional analysis could not be completed due to damage to the liner from attempting to insert it into the shell. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during thr surgery, the r3 20 degrees xlpe acetabular liner 36mm x 56mm did not lock into place in the r3 shell. The procedure was finished using a smith and nephew back up device, with a surgical delay of less than 30 minutes, and no injury to the patient.